Event description:
On (B)(6) 2020, pt underwent mini mitral valve repair via right thoracotomy left side cryomaze, left atrial appendage resection, intercostal nerve 3 and 4 cryoablation with dr (B)(6). While using the proglide suture-mediated closure system one of the sutures would not deploy. FDA safety report ID# (B)(4).